Event description:
A valiant stent graft was implanted for the endovascular treatment of a thoracic aortic aneurysm in zone 4. It was reported that the delivery system was unpacked to carry out flushing for wire lumen and graft lumen. When flushing was carried out from the sideport extension of the delivery system, there was difficulty in filling physiological salt solution into the graft due to considerable resistance. It was carefully observed, and water leaking was confirmed on the inner side of distal sideport extension and of front grip. Though water was leaking, flushing into the graft lumen was successfully completed and tevar was started. There was no trouble with implantation and no injury to the patient. No damage has been reported for neither the device nor packaging. A wire was not used to pass through the device to clear the device, no obstructions noted. No clinical sequelae were reported. The physician is monitoring the patient. The physician commented that he felt a sense of significant resistance during flushing so that it seemed to have a small hole on the lumen. But inside of the graft lumen was able to be filled with physiological salt solution. Therefore, it was not considered to be a major issue on this case.

Manufacturer narrative:
(B)(4). Evaluation, conclusions: failure to follow instructions (use of a damaged device).